Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). In a f/u call to the facility, the rptr stated the incident occurred on (B)(6) between 10 and 3 am. The pump was set to deliver a 30 min infusion at a rate of 500 ml//hr. A 250 cc bag was used in the infusion. The rptr confirmed that there was no pt harm associated with the event. The actual pump involved in the reported incident was returned for eval and the investigation is on going at this time. A f/u report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: (B)(4), serial # (B)(4). Pump under infused; 250ml volume, rate of 500ml/hr. After 30 mins, 20-30ml left in IV container. Herceptin, carboplatin and gemzar being administered. No samples of set/bag.